Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for spinal cord stimulation. It was reported that the patient's pain stim is not working anymore. No symptoms reported. No further complications were reported/anticipated at this time.